Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Additionally, the device evaluation found the angulation wires were stretched, the adhesive on the bending rubber was worn out, the objective lens was cracked, switch 1 was damaged, the video cable protector was cut, the light guide bundle was producing an insufficient amount of light, the resin was cracked on the up/down knob and the right/left knob, the resistance of the insertion tube was out of specification, the charged coupled device lens was scratched, the connecting tube protector has a crease, there was a crease at switch 2, the jet tube was leaking liquid, and the distal end was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the colonovideoscope had loose control knobs. The issue was found during preparation for use in an unidentified, diagnostic procedure that was completed using a similar device. Inspection and testing of the returned device found foreign materials exited the instrument channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.